Event description:
On 04/06/2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra meter was displaying what appeared to be "foreign writing" on the apply sample screen. The patient indicated that the alleged issue started on (B) (6) 2009. The patient described the writing as, "*ngbl//cx." As a result of the alleged issue, the patient claimed that he could not test or get a reading. One to two days after the alleged issue began, the patient claimed that he developed symptoms of the shakes and lightheadedness. Due to the alleged issue and based on how he felt, the patient administered self-treatment by consuming more food/drinks. The alleged issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms suggestive of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.